Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp is out of the country and the territory manager provided another certified hcp. The user was advised to follow up with hcp regarding any medical assistance needed for pain at the insertion site. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where user experienced pain at the insertion site.